Event description:
When injecting insulin, the pen is to click to confirm ingethion and this doesn't happened routinly without pushing the plunger a number of times (6-10 times) per each injection, this pen is too be for increases convience and it can't delivery the insulin in a convienant manner, without the clicking of the plunger the insulin is not delivered to the full dose. Then when insulin increased a lighmount of-insulin might get injected into pt resulting in a hypogiycemic effect then when the insulin not delivered a high blood sugar are recorded.